Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s eye. After injection, the iol exhibited ¿scuffs¿. The scuffs were not visually significant for the patient and the iol remained implanted. No further information was provided.

Manufacturer narrative:
Section d6b, if explanted, give date: not applicable as there is no indication the lens was explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.